Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody identification when using capture-r ready-ID on a galileo echo.

Manufacturer narrative:
Customer product and patient blood sample was returned to immucor for immucor investigation. The returned product and retention product performed as expected on (B)(6) 2014. The returned customer blood sample was also evaluated on (B)(6) 2014 using retention product, for which the outcomes duplicated the customers findings of unexpected negative antibody identification. Immucor technical support used remote electronic access method to assess instrument test well images on (B)(6) 2014.